Manufacturer narrative:
UDI: (B)(4). Evaluation statement: could not duplicate the customer's complaint that the unit would activate intermittently. Multiple attempts to duplicate the complaint were made, and the unit passed all functional and diagnostic testing. Performed service bulletin (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that during a shoulder procedure, the vapr vue wireless footswitch was activating intermittently. The surgeon was able to complete the procedure with another like device, there was no delay and no patient consequences.